Manufacturer narrative:
(B)(4). D10: medical product: unknown persona femoral component. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Two (2) years post-implantation, the patient underwent revision surgery due to instability. Due diligence is in process for this event; to date no additional information has been provided.